Manufacturer narrative:
The probable root cause is attributed to damage during use such as grasping hard tissue or objects, accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces which can lead to moderate misalignment.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8 mm medium-large clip applier was not closing to clip the duct. Customer tried a different clip applier and the new one worked fine. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the information was pertaining to the case when the clip applier would not close to clip the duct.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. The instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 1.16 mm. The grips were not found to be cracked.